Manufacturer narrative:
The reported event that the ipg had claimed eri was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared (eri). A review of the ipg logs showed that the first eri was declared on (B)(6) 2021. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion at the time of explant based on the calculated battery longevity. The device had not declared end of life (eol) at the time of explant which is why the patient had not lost stimulation. The device passed functional testing. Product return analysis has confirmed normal device longevity. Hence, this event does not meet the reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.